Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality safety evaluation received on 27-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pressure"), genital haemorrhage ("active bleeding") and autoimmune disorder ("autoimmune disorder") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. Concomitant products included levonorgestrel (mirena) from 18-aug-2010 to 27-mar-2012 for birth control. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), complication associated with device ("device complications"), menorrhagia ("abnormal bleeding(menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction, type: nickel /nickel allergy"), infection ("infection"), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), flank pain ("right flank pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the genital haemorrhage, complication associated with device, allergy to metals, infection, autoimmune disorder, flank pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, complication associated with device, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure was placed properly and my tubes were close quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), allergic or hypersensitivity reaction, type: nickel, infection, autoimmune disorder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain / pelvic pressure, vaginal discharge, right flank pain, abdominal pain", reporter,concomittant drug added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pressure"), pelvic infection ("infection (other) describe: pelvic"), genital haemorrhage ("active bleeding"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos") and bacterial infection ("bacterial infection after hysterectomy") in a 25-year-old female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression and ovarian cyst. Did not feel nauseated.no retroperitoneal lymphadenopathy was noted,there was no gross evidence of bowel obstruction.no iliac chain lymphadenopathy was seen. Small inguinal lymph nodes are noted. The osseous structures appear intact. Final diagnosis uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomies: cervix: - no significant pathologic alteration. Endomyometrium: - inactive pattern endometrium. - no evidence of chronic endometritis. Serosa: - no pathologic alteration. Right and left fallopian tubes: - no significant pathologic alteration. Status-post essure procedure with no evidence of opacification of either fallopian tube during this procedure. Concurrent conditions included suicidal ideation, homicidal ideation, sleep disorder, anxiety, dysuria, hematuria, hematochezia, melena, fever, chills, abdominal distension, constipation, appendicitis, rash and nickel sensitivity. Concomitant products included levonorgestrel (mirena) since 2010 for birth control. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), the first episode of flank pain ("other injury(ies) or complication (s), please describe: right flank pain") and pelvic discomfort ("pelvic pressure"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction, type: nickel /nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bacterial infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding (vaginal, menorrhagia),"), complication associated with device ("device complications"), menorrhagia ("abnormal bleeding(menorrhagia)/abnormal bleeding (vaginal, menorrhagia),"), infection ("infection"), the second episode of flank pain ("right flank pain"), the first episode of abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), bacterial vaginosis ("bacterial vaginosis") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and the last episode of abdominal pain had resolved and the pelvic infection, genital haemorrhage, autoimmune thyroiditis, bacterial infection, complication associated with device, allergy to metals, infection, the last episode of flank pain, vaginal infection, pelvic discomfort and bacterial vaginosis outcome was unknown. The reporter considered allergy to metals, autoimmune thyroiditis, bacterial infection, bacterial vaginosis, complication associated with device, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic discomfort, pelvic infection, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain, the first episode of flank pain, the second episode of abdominal pain and the second episode of flank pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure was placed properly and my tubes were close concerning the injuries reported in this case, the following ones was abdominal pain, pelvic pain were described/confirmed in patient¿s medical records . Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, infection (bladder/ urinary tract/vaginal) type: vaginal, infection (other) describe: pelvic, autoimmune disorder type of disorder: hashimotos, salpingectomy (bilateral removal of fallopian tubes), nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, other injury(ies) or complication (s), please describe: right flank pain, pelvic pressure, bacterial vaginosis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pressure"), pelvic infection ("infection (other) describe: pelvic"), genital haemorrhage ("active bleeding"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos") and post procedural infection ("bacterial infection after hysterectomy") in a 25-year-old female patient who had essure (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression, ovarian cyst and parity 2. Did not feel nauseated.no retroperitoneal lymphadenopathy was noted,there was no gross evidence of bowel obstruction.no iliac chain lymphadenopathy was seen. Small inguinal lymph nodes are noted. The osseous structures appear intact. Final diagnosis uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomies: cervix: - no significant pathologic alteration. Endomyometrium: - inactive pattern endometrium. - no evidence of chronic endometritis. Serosa: - no pathologic alteration. Right and left fallopian tubes: - no significant pathologic alteration status-post essure procedure with no evidence of opacification of either fallopian tube during this procedure. Concurrent conditions included suicidal ideation, homicidal ideation, sleep disorder, anxiety, dysuria, hematuria, hematochezia, melena, fever, chills, abdominal distension, constipation, appendicitis, rash and nickel sensitivity. Concomitant products included levonorgestrel (mirena) since 2010 for birth control. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), the first episode of flank pain ("other injury(ies) or complication (s), please describe: right flank pain") and pelvic discomfort ("pelvic pressure"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction, type: nickel /nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), post procedural infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding (vaginal, menorrhagia),"), complication associated with device ("device complications"), menorrhagia ("abnormal bleeding(menorrhagia)/abnormal bleeding (vaginal, menorrhagia),"), infection ("infection"), the second episode of flank pain ("right flank pain"), the first episode of abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal,"), bacterial vaginosis ("bacterial vaginosis") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and the last episode of abdominal pain had resolved and the pelvic infection, genital haemorrhage, autoimmune thyroiditis, post procedural infection, complication associated with device, allergy to metals, infection, the last episode of flank pain, vaginal infection, pelvic discomfort and bacterial vaginosis outcome was unknown. The reporter considered allergy to metals, autoimmune thyroiditis, bacterial vaginosis, complication associated with device, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic discomfort, pelvic infection, pelvic pain, post procedural infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain, the first episode of flank pain, the second episode of abdominal pain and the second episode of flank pain to be related to essure. The reporter commented: essure insertion: both devices inserted without difficulty. 3 coils on l, 4 on r. No complication. Essure removal: laparoscopically assisted total vaginal hysterectomy, removal of bilateral fallopian tubes. No complication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure was placed properly and tubes were closed concerning the injuries reported in this case, the following ones was abdominal pain, pelvic pain, flank pain, bacterial vaginosis were described/confirmed in patient¿s medical records quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).